Event description:
The customer reported an intermittent loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive and associated cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.